Event description:
Port implanted 4/8/93. Attempted to inject meds 10/19/93, pt had burning sensation; sent to radiology where catheter break was discovered. Catheter was removed 10/19/93 under fluoroscopy. F/u completed with no ill effects.